Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's step mother alleges her step daughter was driving down a ramp, jumped the lip of the ramp and she and the chair allegedly tipped over.